Manufacturer narrative:
Field service specialist visited the account and confirmed smoke emitting from the uninterruptible power supply (ups) after attempted power up. Ups was replaced. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information: conclusions codes- the replaced part was returned and found within specifications the part that was replaced in the system, ups medical 1440va 120v rohs s ((B)(4)), was returned and was functionally tested by abbott. No burn/smoke was noticed. The part passed all functional test. No error message was noticed and the definitive cause cannot be identified for reported issue. Placeholder.

Manufacturer narrative:
Correction: equipment was repaired in site and return to customer custody. Placeholder.

Event description:
Intralase laser is used with an uninterruptible power supply (powervar - 55144-56r, ups, medical 1440va, 120v rohs). On (B)(6) 2014 account reported that the laser would not power on and that smoke was coming from ups.